Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was having high blood glucose of 440 mg/dl because the insulin pump was not delivering insulin. Troubleshooting was performed. Customer treated high blood glucose with a manual injection. Customer's symptom was dry mouth. Customer was advised to disconnect from the device. The drive support disk was normal. No air bubbles and leaks noted. Ran manual prim and insulin did exit. Time, date, and basal rates are correct. No "no delivery", "no reservoir", or "low reservoir" alarms in the history of the device. Customer stated he ran a fixed manual prime, insulin did not exit and the device did not alarm "no delivery". Customer is awaiting tubing clamp to do high pressure test. No further information reported.